Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: during the case, after a few clipping the clips started to fall off of the device. The clips remained in cavity. The device was used inside a port, but it could not be pulled out of the port, so the device and the port needed to be removed. Used other device and port to complete the case.